Event description:
On (B)(6) 2011, a respiratory therapist reported that inomax ds, # (B)(4), while in use on a pt, had monitored nitric oxide (no) reading of minus 2.9 ppm when set at 1 ppm. The device was switched out, and the respiratory therapist reported that there was no harm to the pt. Low and high nitric oxide calibrations had been performed and both had passed. After the device was switched out, the monitored nitric oxide value was minus 3.8 ppm on room air. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported that inomax ds, # (B)(4) had fluctuating nitric readings. Evaluation summary: on investigation of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored nitric oxide values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. Following cable replacement, the device performed to specifications. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored nitric oxide values. It is important to note that the monitored nitric oxide value would be fluctuating in this case and not the actual nitric oxide delivered.